Event description:
It was reported that during the procedure, when the microcatheter (subject device) was placed in the external carotid artery and the imaging was confirmed, a contrast agent was found to be leaking approximately 5 cm from the tip of the microcatheter (subject device). The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿ updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter shaft was seen to be kinked/bent at 13cm, 120cm, 117cm and 149cm from the hub. The catheter was found to be flat/crushed 1.5cm from the tip. The catheter hub was intact. During functional inspection the catheter was flushed and fluid leaked approximately 5 cm from the tip. There was a scratch identified around this area and a small hole was seen. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the dfu, there was no damages noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and flush was given to the catheter prior to guidewire insertion. Also, additional information provided indicated that flush was given inside the microcatheter when inserting the guidewire and there was no reported leak. When the subject microcatheter was placed in the external carotid artery and when the imaging was confirmed, contrast agent was found to be leaked from approximately 5 cm from the tip of the microcatheter. The procedure was completed as it was. The catheter shaft was found to be kinked, flattened and damaged. The catheter shaft leaked during analysis, confirming the event. The catheter shaft may have become damaged during preparation or the procedure due to some procedural factors. The as reported catheter shaft leak during use as well as the as analyzed catheter shaft kinked/bent, catheter shaft flat/crushed, catheter shaft leak during use, catheter shaft has hole/perforation and catheter shaft damaged will be assigned procedural factors as issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, when the microcatheter (subject device) was placed in the external carotid artery and the imaging was confirmed, a contrast agent was found to be leaking approximately 5 cm from the tip of the microcatheter (subject device). The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.